Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing batch number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported by the nurse that the patient¿s wife is saying the line is hard to flush and they are experiencing significant resistance when flushing the line. Nurse had not accessed the line at the time of our phone call, so advice line nurse advised visiting nurse to access the line and flush it, in order to accurately report the patency of the line. Patient¿s wife also mentioned that flushing the line was very stiff a few nights ago but seemed to be getting better by yesterday. Nurse unsure if they will connect patient tonight. Nurse tried flushing the line and flushed well with slight expected resistance of PICC line- locked the line. There was no patient harm reported, no medical intervention required, and no harm to clinician. (B)(6) 2023 additional information provided. It was reported by the customer "event did not involve an urgent/life threatening medical situation. Occlusion was not resolved, air bubbles in the line, had to stop infusion. No patient harm. After additional follow up, it is unknow if the PICC line was removed."